Event description:
It was reported a dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.75 x 16mm, concentric, de novo target lesion with a bend greater than 45 degrees and less than 90 degrees was located in the mildly calcified left anterior descending (lad) artery. After adequate predilation, a 2.75 x 20mm promus elite drug eluting stent was deployed in the proximal lad. A dissection flap was then noted at the distal stent edge after removing the stent balloon. A 2.50 x 16mm promus premier drug eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
E2 age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported a dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.75 x 16mm, concentric, de novo target lesion with a bend greater than 45 degrees and less than 90 degrees was located in the mildly calcified left anterior descending (lad) artery. After adequate predilation, a 2.75 x 20mm promus elite drug eluting stent was deployed in the proximal lad. A dissection flap was then noted at the distal stent edge after removing the stent balloon. A 2.50 x 16mm promus premier drug eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.